Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had participated in physical therapy and since that time, he had diminished stimulation. It was reported the patient initially had that stimulation covered for the bilateral legs but after the physical therapy, the patient had only the left sided coverage. The patient also reported a few programs hurt him. Follow-up information received the sjm representative reprogrammed the device but was able to provide stimulation only on one side. X-ray imagery revealed the lead was intact but had moved down a level. Reprogramming was done again and the patient was to have a follow-up.